Event description:
It was reported that "the alarm of the respirator went on during filter installation, likely due to a filter leak." The issue was detected during pre-test. No patient involvement.

Manufacturer narrative:
(B)(4).